Event description:
Same case as MDR ID# 2134265-2015-01719, 2134265-2015-01906 and 2134265-2015-01905. It was reported that automatic pullback failed. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion. During the procedure, image unintentionally stopped so the opticross¿ imaging catheter was removed however when pullback was performed, pullback also stopped. Another opticross¿ imaging catheter was placed but imaging also stopped and pullback failed to perform. Simulator was used but pullback still failed to perform. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).